Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary : (B)(4): initially, the actual device was not received for evaluation, however, performance data was collected from the device and analyzed. Analysis revealed battery depletion was indicated and eri due to battery voltage was logged on (B)(6) 2011, prior to explant and prior to install of ramware version 8, which was installed on (B)(6) 2011. Subsequently, the device was returned and analyzed and analysis revealed high battery impedance.

Event description:
It was reported that the device indicated elective replacement (eri) prematurely. The device was removed and replaced. No patient complications have been reported as a result of this event.